Manufacturer narrative:
This pr 9670837 is being cancelled as it is a duplicate of pr 9626315.

Event description:
Material#: mz9270, batch number#: 21025167. It was reported by customer that line leaking below the filter. Patient less sedated grabbing at ett. Patient being treated with nitric oxide. This could have turned into an emergency situation. Verbatim#: date of occurrence: (B)(6) 24. Description of what happened: line leading below the filter. Patient less sedated grabbing at ett. Patient being treated with nitric oxide. This could have turned into an emergent situation. Product # and lot#: mz9270, lot #21025167. Was the course of treatment altered: trifuse exchanged and sedation resumed. Neonate calmed down. Any harm to patient: mild temporary harm.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim: date of occurrence: (B)(6) 2024. Description of what happened: line leading below the filter. Patient less sedated grabbing at ett. Patient being treated with nitric oxide. This could have turned into an emergent situation. Product # and lot#: mz9270 lot #21025167 was the course of treatment altered: trifuse exchanged and sedation resumed. Neonate calmed down. Any harm to patient: mild temporary harm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.